Event description:
Healthcare professional reported, patient's lap-band was not functioning properly since/around the time it was placed. The port and tube have been replaced, and the band continued to lose fluid.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on (B)(6) 2015. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis noted that the band tubing others was broken with striations consistent with surgical end cut to remove the device. See scanned page.

Manufacturer narrative:
Taper unk. The reporter of the complaint was asked to return the product for analysis, as well as to indicate the product serial number, date of event, implant date and explant date. This info has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."